Manufacturer narrative:
H3: product analysis: evaluation determined detached bearings. The likely cause of failure couldn't be able to determined. It was also noted that not possible to slide the tube in or out, nut housing is loose from the housing, tube is worn and laser markings are faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that customer had a dissatisfaction with the attachment. It was reported that there was no patient or staff impact. Additional information was received stating that bearings were detached found in analysis.